Event description:
It has been reported that a CABG revascularization was carried out due to the previously reported mi occurring 13 months post the index procedure. The investigator reported that the event was not related to the study device. Patient recovered with treatment.

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the proximal lad during the index procedure .it is reported that the patient suffered with angina approximately 6 weeks post index procedure. An angiogram indicated 60-70% hazy stenosis at the proximal edge of the stent and it was reported that a 'dissection' occurred following the initial stent implants. There was a revascularization carried out and an additional endeavor sprint rapid exchange drug eluting stent was implanted . Approximately 4 months post index procedure, the patient underwent repeat revascularization due to restenosis. Additional stents were placed. It is reported a myocardial infarction occured during the revascularization. Ref MFR# 9612164-2011-00670, 9612164-2011-00671.

Event description:
Event date of previously reported CABG surgery was provided.

Manufacturer narrative:
(B)(4).

Event description:
It is reported the patient suffered a myocardial infraction approximately 13 months post the index procedure.

Event description:
The investigator has indicated the myocardial infraction was probably related to the study device. The patient recovered with treatment.

Event description:
Additional information received reported that balloon angioplasty was also carried out due to the previously reported mi occurring 13 months post index procedure. It was also stated that one of the stents implanted during the index procedure was implanted in the cx and not the lad as previously reported.